Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported the menu button does not always work for 2-3 weeks. No adverse event reported. Requested return of the alleged pump for evaluation.